Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5161753. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 11/26/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced diaphoresis and ambulation difficulties. The cgm was reading 118 mg/dl and the spouse assisted in checking the blood glucose which was 42 mg/dl. The patient was given carbohydrates. The patient uses an unspecified pump in hybrid-closed loop. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.